Event description:
It was reported that the patient's insulin pump has a cracked screen. The patient's blood glucose level at the time was as high as 400- 500 mg/dl. He treated with a manual injection. The patient does not know how the damaged occurred. The patient was advised to discontinue use of the insulin pump and to revert to a back-up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. No crack was noted on the display window or glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.